Manufacturer narrative:
Retractable head section.

Event description:
It was reported that the head section broke off the cot was broken. It was reported that there was no pt involvement or adverse consequences.